Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: review of the black box data revealed records beginning (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available pump history showed no evidence of any occlusion alarms. Available total daily dose amounts correctly reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. The pump detected the correct force. The pump was exercised for 24 hours with no occlusions occurring. Investigation was unable to duplicate the complaint and the pump information for the complaint date had been overwritten.

Event description:
On (B)(6) 2013, the reporter, the patient¿s mother, contacted animas to report the pump gave three occlusion alarms on (B)(6) 2013. The patient obtained a blood glucose reading of 503 mg/dl, and experienced no symptoms of high or low blood glucose levels. The patient changed the infusion site and infusion set, and reported the issue was resolved. The patient was able to correct her blood glucose level with a bolus dose of insulin via the pump. Troubleshooting revealed no issues with the patient¿s technique or the infusion set. The issue was resolved by replacing the infusion site. There was no evidence the pump was not functioning appropriately in giving the occlusion alarms. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.